Event description:
It was reported that during an angiogram and treatment procedure deflation issues and a balloon detachment occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified bilateral iliac artery. A 5.0x30x75cm express ld biliary stent delivery system (sds) was advanced to the target lesion and the stent was successfully deployed with two inflations at 10 atms. Following the second inflation the balloon would not deflate. The balloon was inflated one more time in attempt to fully deflate but deflation was unsuccessful. The physician waited additional time to allow for deflation of the balloon, however, the balloon only partially deflated a empty syringe was used in an attempt to deflate the balloon but this was also unsuccessful. The patient was taken to surgery and a cut down was performed and the partially inflated balloon was removed. It was also reported that the physician "used a snare to attempt to retrieve the balloon that became unattached to the catheter and in the process snared the stent and removed stent" the procedure was completed with another express ld biliary sds. No further patient complications were reported and the patient's status is listed as fine.

Event description:
It was further reported that following re-inflation in an attempt to fully deflate the balloon a 'pop' was heard as if a balloon rupture had occurred, but a rupture was not confirmed. The express ld catheter was withdrawn, however during withdrawal the balloon detached and remained in the right iliac artery. An attempt to retrieve the detached balloon with a snare was unsuccessful. As a result of the previously implanted express ld stent and post dilation performed, the physician was satisfied with the condition of the right iliac artery therefore no further treatment was needed. Procedure concluded with successful stenting of the left iliac artery. No further actions were performed and the patient status is listed as fine.

Event description:
It was further reported that following re-inflation in an attempt to fully deflate the balloon a 'pop' was heard as if a balloon rupture had occurred, but a rupture was not confirmed. The express ld catheter was withdrawn, however, during withdrawal the balloon detached and remained in the right iliac artery. An attempt to retrieve the detached balloon with a snare was unsuccessful. As a result of the previously implanted express ld stent and post dilation performed, the physician was satisfied with the condition of the right iliac artery therefore no further treatment was needed. Procedure concluded with successful stenting of the left iliac artery. No further actions were performed and the patient status is listed as fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual and microscopic examination of the device found that the shaft was broken at 70.5cm distal to the strain relief. The distal section of the break including the balloon and the tip were not returned for analysis. An examination of the break site found evidence of stretching. No kinks were noted along the returned shaft section of the device. During analysis, the device was attached to an encore inflation unit and liquid was flushed through the inflation lumen and out through the dissected shaft. This indicates that there was no blockage in the inflation lumen on the returned section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).